Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (batch no. 621679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included degenerative disc disease from 2005 to 2006, asthma, endometriosis and cesarean section. Concurrent conditions included neck injury since 2011, hashimoto's thyroiditis, breast mass, diarrhea, abdominal distension, chest pain, seasonal allergy, nonsmoker, neck sprain, nabothian cyst, cervicitis and uterine bleeding. Concomitant products included ibuprofen (motrin), lactobacillus acidophilus (acidophilus), magnesium and oxycocet (roxicet). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced fatigue ("fatigue"), nausea ("nausea"), biliary colic ("gastrointestinal or digestive system condition type: gallbladder attacks"), food allergy ("developed food allergies") and back pain ("back pain"). In 2013, the patient experienced depression ("depression"), alopecia ("hair loss"), menopause ("hormonal changes describe: diagnosed with perimenopause at age 37 symptoms for about 2 years prior") and weight increased ("weight gain / loss specify which one: weight gain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), impaired quality of life ("change in quality of life"), coital bleeding ("other injury(ies) or complication (s) please describe: also suffered from post-coital bleeding"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain thrugh back"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, depression, anxiety, alopecia, menopause, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, impaired quality of life, nausea, dysmenorrhoea, weight increased, biliary colic, food allergy, back pain, vulvovaginal pain and abdominal pain outcome was unknown, the fatigue and coital bleeding was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, biliary colic, coital bleeding, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, food allergy, impaired quality of life, menopause, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: that there were only 3 coils outside of the tubal opening on the patient's right side. This process was repeated on the patient's left side, but there were 14 coils. Because of this large number of coils, the decision was made to remove the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.236 kgs. Hysterosalpingogram - on (B)(6)2008: total bilateral occlusion . Impression: single x-ray showing no contrast passing through the fallopian tubes. (B)(6) 2009:impression: initial normal hida biliary imaging scan. Normal cholecystokinin-induced gallbladder ejection. (B)(6) 2009: CT abdomen with contrast, CT pelvis with contrast. CT scan of the abdomen with oral and intravenous contrast. CT scan of the pelvis with oral and intravenous contrast. Impression very mild periportal hypo density within the liver as described above. Differential diagnosis could include etiologies causing lymphatic congestion such as hepatitis. There is no pulmonary vascular congestion in the lower lungs to suggest right heart failure. The CT scan of the abdomen and pelvis is otherwise unremarkable. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, nausea, fatigue, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet received. New events perimenopause, bladder & urinary infection, change in quality of life, nausea, dysmenorrhea, back pain, abdominal pain, vaginal pain, weight gain, gallbladder attacks, food allergy, post-coital bleeding are added. Previous event abnormal bleeding updated to abnormal bleeding (vaginal, menorrhagia). Lab data & lot number added. Historical & concomitant condtions drugs were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation nos') and pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. 621679) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included degenerative disc disease from 2005 to 2006, asthma, endometriosis and cesarean section. *impression: single x-ray showing no contrast passing through the fallopian tubes. (B)(6) 2009:impression: 1. Initial normal hida biliary imaging scan. 2. Normal cholecystokinin-induced gallbladder ejection. (B)(6) 2009: CT abdomen with contrast, CT pelvis with contrast. 1. CT scan of the abdomen with oral and intravenous contrast. 2. CT scan of the pelvis with oral and intravenous contrast. Impression: 1. Very mild periportal hypo density within the liver as described above. Differential diagnosis could include etiologies causing lymphatic congestion such as hepatitis. There is no pulmonary vascular congestion in the lower lungs to suggest right heart failure. 2. The CT scan of the abdomen and pelvis is otherwise unremarkable. Concurrent conditions included neck injury since 2011, hashimoto's thyroiditis, breast mass, diarrhea, abdominal distension, chest pain, seasonal allergy, nonsmoker, neck sprain, nabothian cyst, cervicitis, uterine bleeding and body mass index normal. Concomitant products included bacteria nos, ibuprofen (motrin), magnesium and oxycodone hydrochloride;paracetamol (roxicet). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced fatigue ("fatigue"), nausea ("nausea"), biliary colic ("gastrointestinal or digestive system condition type: gallbladder attacks"), food allergy ("developed food allergies") and back pain ("back pain"). In 2013, the patient experienced depression ("depression"), alopecia ("hair loss") and menopause ("hormonal changes describe: diagnosed with perimenopause at age 37 symptoms for about 2 years prior") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroid disorder ("autoimmune thyroid disorder"), anxiety ("anxiety"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), impaired quality of life ("change in quality of life"), coital bleeding ("other injury(ies) or complication (s) please describe: also suffered from post-coital bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain through back"), anger ("angry"), constipation ("constipated"), diarrhea ("diarrhea"), oropharyngeal pain ("throat soreness") and pain ("achy"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, perforation, pelvic pain, autoimmune thyroid disorder, depression, anxiety, alopecia, menopause, vaginal hemorrhage, menorrhagia, cystitis, urinary tract infection, impaired quality of life, nausea, dysmenorrhoea, weight increased, biliary colic, food allergy, back pain, vulvovaginal pain, abdominal pain, anger, constipation, diarrhea, oropharyngeal pain and pain outcome was unknown, the fatigue and coital bleeding was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, alopecia, anger, anxiety, autoimmune thyroid disorder, back pain, biliary colic, coital bleeding, constipation, cystitis, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, food allergy, impaired quality of life, menopause, menorrhagia, nausea, oropharyngeal pain, pain, pelvic pain, perforation, urinary tract infection, vaginal hemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: that there were only 3 coils outside of the tubal opening on the patient's right side. This process was repeated on the patient's left side, but there were 14 coils. Because of this large number of coils, the decision was made to remove the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, nausea, fatigue, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received new event added perforation, migration was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (batch no. 621679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included degenerative disc disease from 2005 to 2006, asthma, endometriosis and cesarean section. Concurrent conditions included neck injury since 2011, hashimoto's thyroiditis, breast mass, diarrhea, abdominal distension, chest pain, seasonal allergy, nonsmoker, neck sprain, nabothian cyst, cervicitis and uterine bleeding. Concomitant products included ibuprofen (motrin), lactobacillus acidophilus (acidophilus), magnesium and oxycocet (roxicet). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced fatigue ("fatigue"), nausea ("nausea"), biliary colic ("gastrointestinal or digestive system condition type: gallbladder attacks"), food allergy ("developed food allergies") and back pain ("back pain"). In 2013, the patient experienced depression ("depression"), alopecia ("hair loss"), menopause ("hormonal changes describe: diagnosed with perimenopause at age 37 symptoms for about 2 years prior") and weight increased ("weight gain / loss specify which one: weight gain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), impaired quality of life ("change in quality of life"), coital bleeding ("other injury(ies) or complication (s) please describe: also suffered from post-coital bleeding"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain thrugh back"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, depression, anxiety, alopecia, menopause, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, impaired quality of life, nausea, dysmenorrhoea, weight increased, biliary colic, food allergy, back pain, vulvovaginal pain and abdominal pain outcome was unknown, the fatigue and coital bleeding was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, biliary colic, coital bleeding, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, food allergy, impaired quality of life, menopause, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: that there were only 3 coils outside of the tubal opening on the patient's right side. This process was repeated on the patient's left side, but there were 14 coils. Because of this large number of coils, the decision was made to remove the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.236 kgs. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Impression: single x-ray showing no contrast passing through the fallopian tubes. On (B)(6) 2009: impression: 1. Initial normal hida biliary imaging scan. 2. Normal cholecystokinin-induced gallbladder ejection. On (B)(6) 2009: CT abdomen with contrast, CT pelvis with contrast 1. CT scan of the abdomen with oral and intravenous contrast. 2. CT scan of the pelvis with oral and intravenous contrast. Impression. 1. Very mild periportal hypo density within the liver as described above. Differential diagnosis could include. Etiologies causing lymphatic congestion such as hepatitis. There is no pulmonary vascular congestion in the lower lungs to suggest right heart failure. 2. The CT scan of the abdomen and pelvis is otherwise unremarkable. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, nausea, fatigue, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. 621679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included degenerative disc disease from 2005 to 2006, asthma, endometriosis and cesarean section. Concurrent conditions included neck injury since 2011, hashimoto's thyroiditis, breast mass, diarrhea, abdominal distension, chest pain, seasonal allergy, nonsmoker, neck sprain, nabothian cyst, cervicitis, uterine bleeding and body mass index normal. Concomitant products included bacteria nos, ibuprofen (motrin), magnesium and oxycodone hydrochloride;paracetamol (roxicet). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced fatigue ("fatigue"), nausea ("nausea"), biliary colic ("gastrointestinal or digestive system condition type: gallbladder attacks"), food allergy ("developed food allergies") and back pain ("back pain"). In 2013, the patient experienced depression ("depression"), alopecia ("hair loss") and menopause ("hormonal changes describe: diagnosed with perimenopause at age 37 symptoms for about 2 years prior") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("autoimmune thyroid disorder"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), impaired quality of life ("change in quality of life"), coital bleeding ("other injury(ies) or complication (s) please describe: also suffered from post-coital bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain thrugh back"), anger ("angry"), constipation ("constipated"), diarrhoea ("diarrhea"), oropharyngeal pain ("throat soreness") and pain ("achy"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, depression, anxiety, alopecia, menopause, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, impaired quality of life, nausea, dysmenorrhoea, weight increased, biliary colic, food allergy, back pain, vulvovaginal pain, abdominal pain, anger, constipation, diarrhoea, oropharyngeal pain and pain outcome was unknown, the fatigue and coital bleeding was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, alopecia, anger, anxiety, autoimmune thyroiditis, back pain, biliary colic, coital bleeding, constipation, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, food allergy, impaired quality of life, menopause, menorrhagia, nausea, oropharyngeal pain, pain, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: that there were only 3 coils outside of the tubal opening on the patient's right side. This process was repeated on the patient's left side, but there were 14 coils. Because of this large number of coils, the decision was made to remove the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Impression: single x-ray showing no contrast passing through the fallopian tubes. (B)(6) 2009:impression: 1. Initial normal hida biliary imaging scan. 2. Normal cholecystokinin-induced gallbladder ejection (B)(6) 2009: CT abdomen with contrast, CT pelvis with contrast 1. CT scan of the abdomen with oral and intravenous contrast. 2. CT scan of the pelvis with oral and intravenous contrast. Impression 1. Very mild periportal hypo density within the liver as described above. Differential diagnosis could include etiologies causing lymphatic congestion such as hepatitis. There is no pulmonary vascular congestion in the lower lungs to suggest right heart failure. 2. The CT scan of the abdomen and pelvis is otherwise unremarkable. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, nausea, fatigue, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: social media was received. Event added- angry, autoimmune thyroiditis, constipated, diarrhea, autoimmune thyroid disorder, throat soreness, achy. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), dyspareunia ("painful intercourse"), depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, fatigue, dyspareunia, depression, anxiety and alopecia outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, dyspareunia, fatigue, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.